Event description:
Customer was taken to the hosp for high blood sugar levels. At the time, of the call the customer was currently being treated and family member did not have the pump. There were no known causes of event at the time of the call. No further details.